Event description:
During removal of the sample transport module (stm) on the unicel dxh slidemaker stainer (product number: 775222, serial number: (B)(6) , the module became lodged on the guide rail. The beckman coulter (bec) field service engineer (fse) attempted to reset the stm, at which point it unexpectedly disengaged and began to fall. The fse intervened to prevent the module from dropping, resulting in a muscle strain to the left shoulder and upper back. The injury was not immediately apparent at the time of the incident but progressively worsened during the fse¿s drive home. The fse reported the incident to their supervisor and contacted the medical call center to seek medical evaluation and guidance.

Manufacturer narrative:
The fse indicated that dust and debris buildup along the guide rails likely contributed to the rollers being stuck. The fse sought medical attention the following morning (B)(6) 2026) and was diagnosed with lumbar spine strain, strain of the left shoulder, and strain of the thoracic spine. The fse has been on light duty restrictions and undergoing physical therapy. Bec internal identifier - (B)(4).